Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported scaffold discontinuities and treatment appears to be due to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a stenosis in the left anterior descending (lad) artery. Pre-dilatation was done with a 3.0 x 15 mm nc trek balloon at 16 atmospheres (atm). A 3.5 x 28 mm absorb scaffold was implanted in the proximal/mid lad and post-dilated with a 3.5 x 15 mm nc trek balloon up to 24 atm. A 3.0 x 28 mm absorb scaffold was implanted in the mid/distal lad and post-dilated with a 3.0 x 15 mm nc trek balloon up to 16 atm. The patient returned on (B)(6) 2016 for a follow-up and optical coherence tomography (oct) showed a piece of white projection in the middle of the 3.5 x 28 mm scaffold. The physician thought it might be a fractured scaffold link. A 4.0 x 12 mm xience xpedition stent was implanted to cover the white projection and complete the procedure with a good final outcome. No additional information was provided.